Event description:
It was reported that the patient complained of feeling symptomatic at varying times during the night and felt that the device was pacing them. It was suspected that the capture management feature on the implantable cardioverter defibrillator (ICD) was the cause, due to capture threshold testing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.